Manufacturer narrative:
An analog interface (ai) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to an electronic component (c104) on the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a constant alarm indicating a device alert. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications.